Manufacturer narrative:
The product sample is not available for investigating; therefore, a root cause cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is complete.

Event description:
The user facility in singapore reported the vitreous was not being cut. The cutter was removed from the eye and retested in gallipot. During the test it was noted that the cutting mechanism sounded muted. A new pack was opened and the cutter was replaced. Case proceeded on with no effects on patient.